Manufacturer narrative:
Date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a healthcare professional (hcp) regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the original reason for the call was that the hcp claimed that the patient's recharger was not working to turn the stimulator on. The hcp stated that when they interrogated the ins with the physician programmer (8840) the first time it displayed observations of: stimulation off, charge sooner, position trend suspect. The hcp provided the following charging information from the 8840: 3/1 75% charged at end of session, feb 14 duration 6.1 hours and 100% charged at end of session, 2/6 duration 0.1 hours 50% charged at end of session, 2/3 duration 0.3 hours 50% charged at end of session, 1/24 duration 1.2 hour 75% charged at end of session, 1/24 duration 0 hours 50% charged at end of session. The patient reported that the ins battery went dead 8 days ago so they charged it and then they said that they tried to turn it on but it didn't turn on. The patient claimed that it didn't turn on because they didn't feel stimulation (the patient was not able to clearly indicate if the ins icon on the programmer/recharger showed that stimulation was on or off). The hcp ran a group impedance and a1 was >4000ohms. The patient was programmed with group a1 using 8+ 9- 10- 11+ 8.0v 450us 60hz. The hcp ran full impedances at 0.7v and provided the following values: ref 8: 9-11 >10000ohms, 12 938, 13 938, 14 1067, 15 >10000 ref 0: 1 1024ohms, 2 1097ohms, 3 1074ohms, 4 1161ohms, 5 1169ohms, 6 >10000ohms, 7 1279ohms, 8 982ohms, 9 - 11 >10000ohms, 12 1251ohms, 13 1256ohms, 14 1370ohms, 15 >10000ohms. Technical services (ts) had the hcp program 8- 12+ 450us 60hz and then the patient reported feeling stimulation at 3.9v. The patient reported no falls but did state that when washing a car they bent over a few times and stated that they may have bent over more than they should have. The patient said that when bending they picked up a bucket that weighed 10lbs. And this happened a week before the charging. The patient felt a sting off and on above the ins battery; the patient said they felt it three times, and this occurred on the same day as the bending occurred. It was noted that the patient will continue to use the new group c as they felt like the stimulation was comfortable. The hcp and the patient asked a few general questions about the icons on the recharger screen. Ts reviewed that what they described were the icons indicating that the recharger was plugged into the wall for charging while the ins was being charged. No further complications were reported/anticipated.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer. Patient stated they called someone and talked to each other adjusting the unit until it was working again. Patient stated it was being resolved and was something new to them.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare provider reported that they weren¿t sure the implant was dead as it appeared that the stimulation wasn¿t working because of the impedances. The patient was reprogrammed until they had good stimulation coverage and the issues were resolved.